Manufacturer narrative:
Concomitant product: product ID 8709, lot # j0058119r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) female patient who was receiving sufenta 50mcg/ml at 60 mcg/day and clonidine 500mcg/ml at 600 mcg/day via an implantable pump for non-malignant pain. The patient¿s medical history included headaches and back pain. On (B)(6) 2015, at the patient¿s last refill, there was a large fluid collection in the pocket shortly after refill. Shortly after, the patient developed signs of withdrawal. The patient¿s pump was due for replacement and they were taken into surgery. On (B)(6) 2015, during surgery, a catheter break and cerebrospinal fluid (csf) leak were identified. The large fluid collection in the pocket was confirmed to be from the csf leak. The leak was at the junction of the catheter to the sutured connector. The broken pump segment was replaced and the issue resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿ if additional information becomes available, a follow-up report will be submitted.